Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was observed that the quick coupling device was making a ¿rattling¿ noise. There were no delays to the surgical procedure as an identical spare device was available to successfully complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wear-out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.